Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the proximal end of the seldinger rolled up. No patient harm reported. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire tip is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed one end of the guidewire protruding from a luer hub. The guidewire appears to have a burr on the weld tip. What appears to be use residue was observed near the hub. No other obvious damage could be seen on the sample in the returned photograph. While the exact cause of the damaged guidewire tip could not be determined from the returned photograph, possible causes include damage during manufacturing, packaging, handling, or use; however, the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that the proximal end of the seldinger rolled up. No patient harm reported. No other information provided.